Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they think they need to have the device adjusted. Patient stated they tried back over the winter but were told they have to go to a doctor's appointment. Patient said when they tried to set it up an appointment the healthcare provider (hcp) told the patient they no longer see the patient. Patient mentioned they have complex regional pain syndrome in their left foot and are a chronic pain patient with migraines from spinal fusions. Patient was trying to set the device up so they could have it try and alleviate both. Patient also mentioned back in july they went swimming and when they were getting out of the pool they had 'the whole shock thing go off'. Since then they have noticed an increase in the headaches. Patient has tried to readjust it but their manufacturer representative (rep) no longer is with medtronic and they gave them the other rep. The patient was redirected to their healthcare provider to further address the issue.